Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed power system error. The customer¿s blood glucose level was 11.0 mmol/l at the time of the incident. Customer stated that she called earlier today regarding power system error. The customer was instructed to take battery out and wait for the red light to stop before inserting a new battery but is now unable to fill the tube. The insulin pump is version 2.6. Troubleshooting did not resolve the issue. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed displacement test. However, power management tool confirms the unloaded voltage loaded voltage are within specification. However, pump error 25 found at the long trace history file. Unit had intermittent non-sleep anomaly software error. Unit received with minor scratches on lcd window.